Event description:
It was reported by customer that "I experienced fluid leaking from the catheter near the hub of the catheter immediately after insertion. I had to stick the patient again to obtain access. There was bleeding from the catheter at the hub of the catheter. I removed the catheter and flushed it. Fluid was leaking from around the hub.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.